Event description:
Caller states that the following results were taken back to back by customer: 45 mg/dl, 87 mg/dl, 54 mg/dl, 28 mg/dl. Caller reports customer was having low blood glucose symptoms and the ambulance was called. Once customer was at the hospital caller reports customer tested at approximately 180 mg/dl and receiving treatment at the hospital. No timeframe between device results and hospital results provided. No quality controls were used. Requested return of suspect device and replacement was sent.